Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete device information. It was reported to abbott that the patient experienced uncomfortable stimulation in the ribs when actively swimming. The sensation is less intense when therapy is adjusted. Surgical intervention occurred wherein it was discovered during intra-op testing, the right peripheral lead had high impedances. The peripheral lead and extension was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04321. It was reported the patient experienced uncomfortable stimulation in the ribs when actively swimming. The sensation is less intense when therapy is adjusted. As a result, surgical intervention occurred wherein it was discovered during intra-op testing, the right peripheral lead had high impedances. In turn, the peripheral lead and extension was explanted and replaced to address the issue.